Event description:
It was reported that during a inguinal herniorraphy procedure the doctor reported that there was a problem with the harmonic forceps, that it stopped working, and when following the device's guidance out of the cavity, one of the parts came off.

Manufacturer narrative:
(B)(4) date sent: 6/18/2026 d4 batch#: unknown d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: was there any damage or loss reported by the patient or user? No was there a significant delay? No attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: in the event description states: "when following the device's guidance out of the cavity, one of the parts came off." Did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.